Event description:
It was reported that the ilet was not displaying a glucose reading from a dexcom g7 sensor until the user restarted the ilet and toggled the cgm setting between g6 and g7, after which glucose values were visible again. Symptoms included no reported clinical effects. Outcomes included no alerts, no alarms, and no medical care or hospitalization. Investigation included customer troubleshooting and education via guided steps and device setting review. Investigation of this case revealed transient loss of cgm signal to the ilet that resolved after device restart and correct cgm configuration, consistent with a communication or configuration issue between the ilet and the cgm transmitter. It was concluded, based on previously established findings for similar reports, that the cause was user-performed corrective action to address a temporary communication or configuration issue.